Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6), there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file confirmed that, following the platelet pre-count update, the platelet product was flagged for possible wbc contamination, as the platelet concentration entering the lrs chamber was calculated to be too high. If the platelet concentration entering the lrs chamber gets too high, there is likely to be little separation between the platelets and the wbcs, increasing the likeliness for wbcs to exit the lrs chamber with the platelets and contaminate the platelet product. As such, when the concentration entering the lrs chamber was detected to be high, the system conservatively flagged the platelet products to be counted for wbcs. The operator updated the platelet pre-count 55 minutes into the procedure; the device adjusted the collected yield to the newly entered platelet pre-count and the predicted platelet yield/volume displayed on the screen dropped from 3.2e11/293 ml to 1.3e11/293 ml. When a procedure is run on trima accel, the system predicts the collection substates, flow rates and procedure time, using the entered donor information to meet the selected procedure targets. To achieve the target yield and volume, the flow through the lrs chamber decreased, resulting in an increase in the platelet concentration entering the lrs chamber, thus raising the flag for possible wbc contamination of the platelet product. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. It was confirmed that the trima machine operated as intended by flagging the product to verify wbcs. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11 and a correction in b.3. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file confirmed that, following the platelet pre-count update, the platelet product was flagged for possible wbc contamination, as the platelet concentration entering the lrs chamber was calculated to be too high. If the platelet concentration entering the lrs chamber gets too high, there is likely to be little separation between the platelets and the wbcs, increasing the likeliness for wbcs to exit the lrs chamber with the platelets and contaminate the platelet product. As such, when the concentration entering the lrs chamber was detected to be high, the system conservatively flagged the platelet products to be counted for wbcs. The operator updated the platelet pre-count 55 minutes into the procedure; the device adjusted the collected yield to the newly entered platelet pre-count and the predicted platelet yield/volume displayed on the screen dropped from 3.2e11/293 ml to 1.3e11/293 ml. When a procedure is run on trima accel, the system predicts the collection substates, flow rates and procedure time, using the entered donor information to meet the selected procedure targets. To achieve the target yield and volume, the flow through the lrs chamber decreased, resulting in an increase in the platelet concentration entering the lrs chamber, thus raising the flag for possible wbc contamination of the platelet product. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.